Manufacturer narrative:
Updated block: h6 the reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, arterial roller pump display turned off. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the pump was still spinning and could be controlled on the central control monitor (ccm). The base was restarted, and the pump screen came back upon restart. The pump was still replaced to prevent the issue from possibly reoccurring. The field service representative (fsr) was not able to duplicate the reported complaint. He opened the roller pump housing to verify the connector between the pump module and display board was secure. The pins on the cable from roller pump to the system base and roller pump connection itself were also inspected without any findings. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2023 a large roller pump was used as the arterial pump. A perfusion screen was opened at 10:16:18 am. The pump reported 'miscellaneous internal error' - 'network interface card (nic) reports bad comm status to pod' at 14:36:49, 14:42:46, 14:58:33, and 16:06:52. This was not an indication of a lost display. At 16:21:44 the pump was power cycled while the perfusion screen was still open. The customer could be troubleshooting the display issue but cannot confirm from the log. The system was power cycled at 16:23:35, likely another attempt to fix the lost display issue. Cannot confirm the complaint from the logs.